Event description:
The pt, a 7 y/o iddm, felt fine on 10/16. He took his normal dose of morning insulin despite having obtained a fasting reading on his meter of 32 mg/dl. Throughout the day, meter readings continued to be "low" and, upon advice of his physician, his insulin was withheld and he was given a snack. He began to feel "shaky" at dinner time with continued low meter readings. He was transported to the ER at 9:45/p where a hospital meter reading (brand unk) of 369 mg/dl was obtained. His meter read 27 mg/dl at 9/p. He was treated with 3u regular insulin and released home. The meter is not cleaned or maintained according to MFR's recommendations. The test strip holder is not removed for cleaning of the meter optics. Calibration tests are rarely, if ever performed. Previous checkstrip results were 73, 78, 75 with a range of 75-99, indicating low meter calibration.